Event description:
It was reported that during a routine device follow up visit, the patient's right atrial (ra) lead was exhibiting r wave oversensing and p wave undersensing. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.